Manufacturer narrative:
The patient underwent mesh implantation due to voiding dysfunction and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent endoscopic bladder suspension, cystoscopy with hydrodistention of bladder, and bladder installation with closed suprapubic cystotomy on(B)(6) 2011 due to symptomatic cystocele and voiding dysfunction. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.